Event description:
A medtronic representative reported an issue with a calibration sequence message that was not displayed when an already verified probe was re-connected to the navigation system using synergy cranial software. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.a medtronic representative reported the expected behavior should have been: it should be in an unverified state and making the instrument visible to the camera and should display the calibration sequence message to re-verify it. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.